Event description:
It was reported that during use, the ht50 ventilator was not able to properly maintain positive end expiratory pressure (peep) due to a solenoid assembly issue. The patient was transferred to another ventilator and there was no harm to the patient.